Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes post a port placement, the patient developed with thrombosis. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that a patient underwent a port placement procedure on (B)(6) 2019, for blood draws, chemotherapy and IV fluid delivery. Approximately six months and twenty three days later, on (B)(6) 2020, the patient was diagnosed with the presence of a thrombus in the svc. Further, on the same day, patient was also diagnosed with svc syndrome. On the next day, (B)(6) 2020, occlusion of the right central subclavian vein was identified. Additionally, on the same day, CT chest with contrast confirmed the edema within the neck of the patient. Further, approximately twenty four days later, the patient underwent removal of the port. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that the patient underwent port implantation to treat b cell lymphoma via left subclavian vein. About six months and twenty three days later, a diagnosis was made after CT chest imaging, which revealed the presence of a thrombus/stenosis in the svc just below the left chest wall port a cath tip. That same day the patient underwent bilateral upper extremity venogram, supra venacavogram, and placement of bilateral catheters for thrombolysis. The patient was diagnosed with svc syndrome with thrombosis of the vena cava and left bilateral brachiocephalic veins. Next day, the patient underwent bilateral upper extremity venogram, superior vena cavogram, and placement of catheters in the bilateral upper extremity veins for thrombolysis. During the procedure, a catheter was advanced to the level of the clavicle and contrast injection identified occlusion of the right central subclavian vein as well as the brachiocephalic vein, with filling of large collaterals across the mediastinum to the neck, including a large caliber azygos vein extending through the mediastinum. The left arm veins were accessed, and contrast injection demonstrated patent left axillary and peripheral subclavian veins with occlusion of the more central subclavian vein and left brachiocephalic vein. CT chest with contrast also confirmed edema within the patient neck and upper chest. Three weeks and three days later port removal was performed. Therefore, it can be confirmed that the patient had experienced svc syndrome with thrombosis, thrombus/stenosis in the svc, occlusion of right central subclavian vein and the brachiocephalic vein and edema. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot, unique identifier (UDI) #), g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.